Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8578, serial# (B)(4), product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #:(B)(4), ubd: 13-aug-2014, UDI#: (B)(4); product ID: 8578, serial/lot #: (B)(4), ubd: 20-apr-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who received unknown morphine (unknown concentration and dose) in an implantable pump for spinal pain. It was reported that during car travel for approximately 12 hours on (B)(6) 2019, the patient could not wake up/stay awake. The next day, the patient was invited to a friend's house and again experienced the inability to stay awake. The patient thinks the catheter may have a leak because the patient was not able to wake up/stay awake. Since that time, the patient had been fine. The patient spoke with their hcp and it was suggested for the patient to return home from vacation to the catheter tested. No further information was provided.